Event description:
Per the customer, the device was inaccurate during a procedure. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
Per the customer, the device was inaccurate during a procedure. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Update: d9, h3, h6 device evaluation: follow-up report submitted to document the device was not available for evaluation. H3 other text : the system log files were not available for review.